Event description:
It was reported that the patient had presented to the hospital after experiencing high voltage therapy. During lead revision, a fracture was suspected on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
.